Event description:
It was reported that resistance was noted while advancing the catheter over a guide wire. The dilatation catheter was used to successfully treat the patient and was removed without incident. During analysis of the returned device, the soft tip of the catheter was found to be missing. This report is being based on analysis finding.